Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with glucose levels between 220¿230 mg/dl for approximately 75 minutes following a meal, with a stable trend on the continuous glucose monitor; the user announced the meal, performed a supply change, and did not require backup therapy, ketone testing, or medical intervention. Symptoms included no acute clinical effects. Outcomes included no functional impairment, no need for assistance, and no hospitalization, with glucose levels confirmed to have returned to target afterward. Investigation included customer follow-up and troubleshooting education. Investigation of this case revealed no device alarms above the severe threshold and no evidence of device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.